Event description:
Reporting status: serious injury/medical intervention/permanent damage reporting rationale: diagnosed stent. It was reported that the mini vision stent delivery system (sds) could not cross the lesion and during removal, the stent dislodged from the balloon in the pt's coronary. The stent was deployed at an unintended site proximal to the target lesion. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hospital, field contact or distributor. Results and conclusions summation - product performance engineering reviewed the incident info. Historical data suggests that stent dislodgement may be caused by, but not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology; however, without the device to examine, no determination can be made as to the root cause of the reported discrepancy.